Event description:
Vns pt underwent revision surgery due to device migration. The pt was recently implanted and was doing well with no problems until approx six days before the revision surgery, at which time the pt was doing heavy lifting and her generator reportedly flipped over. Device diagnostic testing performed during the revision surgery was within normal limits, indicating proper device function. Neurosurgeon indicated that he had used a dissolvable suture at the time of initial implant, which likely contributed to the device migration event. Neurosugeron indicated that he would use a non-dissolvable suture to resecure the generator during the revision surgery.